Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Although the report of error code 130.6020 was confirmed during log review, the error was not reproduced during laboratory testing. The inspection process did not find any issues or anomalies with the suspect pcu that may have been a contributing factor for the occurrence of the reported issue. All inspected parts were manufactured by bd. Review of the pcu error log showed, prior to the issue being reported, the suspect device recorded error code 130.6020.0 on (B)(6) 2025. Upon decoding the error system code, it was identified as a keypad failure. On (B)(6) 2025 at 12:45:02 pm, suspect pcu was powered on and user selected ¿yes¿ for ¿new patient¿ and ¿yes¿ for ¿same profile¿. Options key was pressed, and page down was recorded twice (2) and ¿dataset status¿ was selected after. At 01:45:57 pm, a new dataset was uploaded to the device. Key soft 3 was pressed (invalid key) and immediately after device recorded malfunction - error code 130.6020.0. At 02:07:39 pm, key soft 3 was pressed two (2) times (invalid key). Silence key was pressed and suspect pcu was powered off. No further errors associated with the reported incident were noted on the pcu. Laboratory testing could not replicate the reported error code: 130.6020. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per system error tip sheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. This device was reported to have no patient involvement. Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 130.6020. There was no patient involvement.

Event description:
It was reported that the device displayed an error code 130.6020. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.